Manufacturer narrative:
A technical service employee in the hill-rom (B)(4) operation first learned of this incident by phone in (B)(4) 2009. However, at that time, liko product issues were not being handled by hill-rom (B)(4) and were being handled exclusively by a (B)(4) distributor. He did not document the call as he believed the matter had been investigated and reported by the distributor in (B)(4). Supplementary report will be forwarded once investigation has been completed.

Event description:
Two hca were transferring a male pt from wheelchair to bed. With pt in the sling, hca# 1, turned to move the wheelchair out of the way while hca #2 operated the lift. As the sling was being raised by the lift, the stitching on the sling loop gave way, and the pt fell to the floor. Pt struck his head on one of the legs of the lift. Pt was transported by ambulance to hospital where died on (B)(6), 2009. It appears that the sling was not properly attached to the lift. The proper procedure to attach the sling to the mechanical lift is to place the top of the strap loop (the upper loop) over the appropriate hook on the lift. However, it appears that in this case when the pt's sling was attached to the mechanical lift, what was placed over the lift's hooks was not the upper loop, but rather the loop created by the juncture of the strap where it crossed over itself and was sewn together (the faux loop). It is the upper loop, and not the faux loop which is designed to bear the weight of the pt being lifted.